Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the hcp had not had contact with the patient since (B)(6) 2012.

Manufacturer narrative:
Other applicable components are: product ID: 377860, lot# v011955, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v011672, implanted: (B)(6) 2006, product type: lead. (B)(4). It was reported there was an issue with one lead, but it is unknown which lead was being referred to.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported the patient saw the manufacturer's representative (rep) at the healthcare provider's (hcp) office and they determined that one of the leads was not working properly. The patient noted that the one lead had not been working properly for way over a year. The patient did not remember when the rep was notified, but noted that it "may have been last year" and at that appointment the rep determined the lead was not working properly. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.